Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: the o2 mixer assembly has been identified to be the faulty component. Correction: replacement he o2 mixer assembly.